Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a thrombus in the right atrium was identified via echocardiogram. The thrombus measures 5-7 millimeters and is located approximately seven millimeters above the tricuspid valve and is believed to be attached to the right ventricular lead. The patient is reported as not having a clotting disorder. The patient was started on anticoagulants and the lead remains in use. No further patient complications have been reported as a result of this event.